Event description:
(B)(4). I have stabbing pain in my abdomen my periods are hell I can't move when I start it feels like someone is stabbing me I get boils never had them before I got essure I am swollen my face has changed so much since I got it done its swollen I want it out.